Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of a questionable elecsys vitamin d assay ii result for 1 patient tested on a cobas 6000 e 601 module. The initial vitamin d result was >100ng/ml. On (B)(6) 2019 the same patient sample was retested with a vitamin d result of 19.93 ng/ml. The customer mentioned that there were other results that initially had vitamin d results of >100 ng/ml but no confirmation testing was performed. Additional details were requested but were not provided. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. Further investigations into the reported issue are ongoing. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high-quality sample in order to minimize the risk of occurrence. Investigations are ongoing to determine the root cause of this issue.

Manufacturer narrative:
After further investigation it was determined that serum samples are not affected by the recall. Correction removal report number has been updated. The qc data was within specified ranges. There is no indication of a reagent issue. The customer¿s centrifuge time was found to be too short. Performance testing data shows no indication of a hardware issue. The investigation did not identify a product problem. The cause of the event could not be determined.